Event description:
It was reported, the system 2000 controller did not produce any audible tones intra-operatively. The physician was able to complete the procedure, however, the reported issue led to a 30 minute surgical delay. No pt complications were reported as a result of this event.